Event description:
Reportable based on device analysis completed on (B)(4) 2013. Same case as MDR ID 2134265-2013-09319. It was reported that the burr became stuck on the guidewire. The target lesion was unknown. A 1.75 mm rotalink burr and a rotawire were selected to treat the unspecified target lesion. During the procedure, the rotawire became stuck in the rotalink burr, outside of the patients body. There were no patient complications reported and the patients condition is fine. However, device analysis revealed the guidewire was fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A guidewire was returned inserted in the catheter unit. The spring tip was not attached to the guidewire. The guidewire could not be removed from the device. The burr was microscopically examined showing tha the annulus of the burr was misshapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).